Event description:
It was reported when the zimmer air dermatome ii handpiece was hooked up for testing, the device de not spin. The reported issue occurred during inspection in central processing department before the sterilization process. The device was not in use in the operating room, therefore there was no pt involvement.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.